Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that atrial lead was oversensing leading to inappropriate mode switching. The physician believed that the distance between the anode and cathode on the lead was "excessive" resulting in the oversensing. The lead was programmed to unipolar however; this resulted in far-field r-wave sensing. The lead was programmed back to bipolar and no other issues have been noted. The lead remains in use. No patient complications were reported as a result of this event.